Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with one syringe of juvéderm volbella® xc for 0.6 ml in lips and 0.4 ml in medial cheek and one syringe of juvéderm voluma® xc with 1/2 a syringe on each side in the lateral cheeks. Patient experienced "facial swelling and redness under the eyes and lower jawls." Six days later, patient was prescribed benadryl and 600 mg per day of ibuprofen the next day. Patient was also treated with medrol dose pak and bactrum ds at an unspecified time. Hcp additionally reported "I&d nodule on each cheek and sent culture to lab but results are pending". Patient was taking olmasartan concomitantly. Symptoms are ongoing but have improved. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-31671). This MDR is being submitted for the suspect product, juvéderm volbella® xc.

Event description:
Healthcare professional (hcp) reported a patient was injected with one syringe of juvéderm volbella® xc for 0.6 ml in lips and 0.4 ml in medial cheek and one syringe of juvéderm voluma® xc with 1/2 a syringe on each side in the lateral cheeks. Patient experienced "facial swelling and redness under the eyes and lower jawls." Six days later, patient was prescribed benadryl and 600 mg per day of ibuprofen the next day. Patient was also treated with medrol dose pak and bactrum ds at an unspecified time. Hcp additionally reported "I&d nodule on each cheek and sent culture to lab but results are pending". Patient was taking olmasartan concomitantly. Symptoms are ongoing but have improved. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-31671). This MDR is being submitted for the suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Additional, changed, and/or corrected data:h6.